Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became disconnected from the transfer set during drain two of seven of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the event. The technical service representative assisted the customer with ending therapy. The customer planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.